Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the rotor for the door was misaligned. Following adjustment, the gantry door would close, but not open and image acquisition could not be performed. Further inspection found that the winch had a chipped gear. The representative then returned to the site and replaced the gantry motion controller and winch to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect winch and motion controller have not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while in a spinal fusion, the gantry door for the imaging system was manually opened, closed and then would not perform image acquisitions when prompted by the user. The surgeon opted to complete the procedure without the use of the imaging system. The surgeon opted to complete the procedure without the use of the navigation system. The reported issue occurred when selecting exams. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
Correction: a medtronic representative clarified that he issue did not occur in the or and happened when the rt was opening the door to bring the system into the room. Also, during installation of the gantry motion controller and winch the rep found cable slide screws were bent, indicating improper manual door opening. The gantry motion controller was returned and is currently under analysis.

Manufacturer narrative:
The analysis of the gantry motion controller was completed by medtronic personnel. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.